Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement ddi board. As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was received via an email from oxy-system equipamentos medicos ltda on (B)(6) 2015. Oxy-system equipamentos medicos reported that this ventilator is oscillating, but the frequency display (hz) does not appear as the value for the frequency that is oscillating at the time. The start button is failing and works only after several attempts. There was no indication of patient involvement.